Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and 7 photos were provided for review. The investigation is confirmed for the reported failure to advance, blockage, material deformation and fracture issues. The investigation is unconfirmed for the break issue. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model hlo54535 guiding sheath allegedly experienced failure to advance, break, material deformation, blockage, and fracture. This information was received from one source. The malfunction involved patient with no known impact to the patient. Age, sex and weight of the patient were not provided.